Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the following precaution - "if clip deployment device is used with endoscope in torqued for retroflexed position, clip deployment difficulties can occur". The instruction for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure for bleeding ulcer in the stomach, the physician selected two (2) cook instinct endoscopic hemoclips. In each case, the clip was on the targeted site but would not deploy/detach from the clip deployment device. The clip was unable to be reponed for removal. The (closed) clip had to be pulled off the tissue site for removal. See mdrs 1037905-2013-00542 and 1037905-2013-00543. Due to the clips being pulled off of the tissue, add'l bleeding occurred. Two (2) more clips were used to stop the bleeding and complete the procedure. A section of the device did not remain inside the pt's body. Other than the add'l clips during the same procedure, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.